Event description:
The customer reported an intermittent arcing problem with the system.

Manufacturer narrative:
The ge service rep went through a complete alignment of wafeforms and calibrated the filament through rus. The system operates as intended.